Manufacturer narrative:
Cme america received a medwatch report, (B)(4), on january 19, 2016 for an alleged malfunction that occurred on (B)(6) 2014. Customer did not provide cmea with a serial number for this complaint. All customer products were returned to cmea in late 2014 on rga. At the time of rga check in, each device was checked for functionality and no issues were discovered. Without a specific serial number, cmea is unable to evaluate the complaint unit. All customer devices were returned over a year ago. At that time they underwent a check in process which confirmed all units were functionally fit. Cmea is unable to evaluate the device today without a having a specific serial number. The IFU for bodyguard 121 was reviewed and determined to adequately address the detection and resolution of alarms and alerts. In particular, chapter 24 describes how to troubleshoot and resolve alarm events. The IFU was also reviewed for adequacy in addressing off-label use of medications. Chapter 3 states "the bodyguard 121 infusion pump should not be used to infuse blood, blood products, or life-sustaining medications whose stoppage or interruption could cause serious injury or death." Furthermore it states, "if stoppage or interruption of medications or fluids would place the patient at risk of injury, back-up medication administration systems must be available to provide proper medication or fluid administration." The use by the customer of the product for off-label use which is clearly prohibited by the IFU. Customer's medwatch indicates that device was being used for patient therapy at the time the incidents occurred. Attempts to reach customer for specific details were unsuccessful. The device was related to the reported incident, but only indirectly. The incident rises to a high level of severity only due to offlabel use of the pump by the customer. When used in accordance with the device operating instructions, a restart pump alarm, down occlusion alert, or charger that does not display infusion information does not lead to a high risk outcome. The root cause of this complaint is unknown. Customer failed to provide the device serial number and failed to respond to cmea's good faith attempts seeking additional information. Serial number of device was not provided.

Event description:
Cme america received a medwatch issued by this customer to FDA. The medwatch report is (B)(4). In the medwatch, the customer reported the following: "event desc: 1. High downstream pressure alarm. 2. Hard reset fault with vasoactive drips running- hard to turn pump off. 3. Red display fault-not displaying all characters. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."